Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the sheath and integrated dilator/needle were advance into the superior vena cava (svc) it was difficult to position on the septum due to an atrial pacing lead. The physician was able to advance a guidewire from another manufacturer, however, the sheath was not able to cross the septum. A drop in the patient's blood pressure was noted and intracardiac echocardiography (ice) was utilized to visualize an effusion around the patient's heart. A pericardiocentesis was performed and 350cc was removed. The patient was stabilized and admitted to the ICU. The case was aborted. No further patient complications have been reported as a result of this event.